Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Evaluation statement: during the servicing activities component q21 on the motor controller board assembly was found to have thermal damage. The noted observation and failure mode of the returned lvp device is consistent with findings noted in prior investigations for this same issue. The issue was investigated under legacy CAPA - (B)(4). The root cause was found to be related to improper cleaning activities with associated iui connectors. Based on the fi finding the component q21 is the same part number as q22 and performs the same function, providing 8v to attached modules. Q21 can also experience the same electrical over stresses and thermal damage making the noted CAPA applicable for q21 as well. The returned lvp had a manufacture date of 25/sep/2008. A review of the device history file from the date of manufacture to the present was performed and no qn or prior servicing was found recorded. The customer did not allege any patient involvement or report observing smoke, flames or burning smell while the device was in operation. Based on these facts no further investigation of this issue is deemed necessary by customer advocacy and the service depot may proceed with the appropriate repairing of the returned lvp. (B)(4). Replaced logic board for corrosion on the board. Replaced motor control board for (q21) thermal damage to the board. (B)(4).